Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the access site adverse event/major bleed could not be determined without the returned product for investigation and sufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a male of unknown age for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was on va-ECMO support prior to cp placement, and receiving cp support during percutaneous coronary intervention with stent placement. On day 2 of support, while in the intensive care unit, it was reported there was bleeding at the impella access site and hemolysis. The patient's plasma free hemoglobin level were 120 and repeat level of 70. 2 units of blood products were infused. The cp was explanted and the patient continued with ECMO support. Bleeding and hemolysis are known risks associated with impella cp as described in the instructions for use.